Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4, enlarged atrium, and short leaflet. A mitraclip xtw was inserted and was deployed on the mitral valve. However, post deployment the clip partially detached from the posterior leaflet and remained fully attached to the anterior leaflet (partial clip deployment). To stabilize the partially moved clip, an additional clip was implanted, reducing mr to a grade of 4. There was no clinically significant delay in the procedure.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported migration (partial clip movement) appears to be related to patient conditions due to short leaflet. The reported unexpected medical intervention was a result of case-specific circumstance as another clip was implanted to stabilize the clip. There is no indication of a product issue with respect to manufacture, design or labeling.